Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos circuit board was reseated and the software reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system was taking a half an hour to boot up. There is no report of pt injury or death.